Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.

Event description:
It was reported the top led segments of the display do no illuminate. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some of the led segments are not illuminating correctly. The ui board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.